Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2025-14769. Related manufacturer reference number: 2017865-2025-14770. Related manufacturer reference number: 2017865-2025-14771. New information received indicated that the implantable cardiac defibrillator (ICD) and leads were explanted due to pocket erosion and infection. New system was implanted on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that the patient implantable cardiac defibrillator (ICD) was explanted due to pocket erosion. The patient was stable throughout.